Manufacturer narrative:
Smart plus cartridge. Bad maintenance (user). There is some rust on the cartridge. X-smart plus drive shaft. Various mechanical problem. Rotation not fluid. Additional information received indicating that no injury resulted. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are marketed in the us by dentsply sirona. Received - 1x x-smart plus cartridge h1033c1051015. 1x x-smart plus drive shaft h1033c1051022. X-smart plus cartridge bad maintenance (user) there is some rust on the cartridge. X-smart plus drive shaft various mechanical problem rotation not fluid.

Event description:
In this event it was reported that a x-smart plus contra angle won't hold drills. The event outcome is unknown as of this MDR evaluation.